Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown date in the 1990¿s. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty in the 1990's. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene wear. The liner, modular head and locking ring were removed and replaced.